Event description:
It was reported to vyaire medical that the vela ventilator was on a patient alarmed triggered high pip (positive inspiratory pressure), low pip ( positive inspiratory pressure), high rate and xdcr fault (transducer fault). The patient was being transferred to another ventilator. The customer confirmed that there is no harm associated with this reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.